Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for resetting the pump, and the malfunction did not recur after the reset. The customer was informed to continue using the pump and to reach out if any malfunctions reoccurred.